Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. Patient sensor check passed the internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. Hp2 was found to be clogged with fluid. The cause of the encountered dried fluid and fluid could not be determined. Mushroom head check passed. Fluid in the hp2 filter is a related to the reported symptom code lf22 (m31 air detected in cassette warning). A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The overfill instance was not confirmed. The reported symptom code m31 air detected in cassette warning was confirmed. The reported symptom code patient sensors to high warning was not confirmed.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A review of the patient¿s treatment records identified that the patient drained 9810 ml during drain 3 of 3 of treatment. This drain volume is 409% the patient's largest prescribed fill volume of 2400 ml. The patient also reported m41 patient sensors too high warnings and m31 air detected in cassette alarms during drain 3 of 3 of treatment. The patient was connected during the incident and did not disconnect and reconnect to the used connector. Fluid was not seen. As a result of the iipv event, a new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed treatment was completed using a manual last fill on the night of the reported event and continued using manuals pending receipt of the replacement cycler. The patient will receive a new cycler and will resume therapy using the new cycler upon receipt. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A review of the patient¿s treatment records identified that the patient drained 9810 ml during drain 3 of 3 of treatment. This drain volume is 409% the patient's largest prescribed fill volume of 2400 ml. The patient also reported m41 patient sensors too high warnings and m31 air detected in cassette alarms during drain 3 of 3 of treatment. The patient was connected during the incident and did not disconnect and reconnect to the used connector. Fluid was not seen. As a result of the iipv event, a new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed treatment was completed using a manual last fill on the night of the reported event and continued using manuals pending receipt of the replacement cycler. The patient will receive a new cycler and will resume therapy using the new cycler upon receipt. The cycler was reported to be available for return to the manufacturer for physical evaluation.